Event description:
It was reported that patient received inappropriate shocks. Patient received therapy for p-wave oversensing issue due to suspected lead dislodgment issue. Lead dislodgment was confirmed upon chest x-ray. Physician elected to transfer patient to another facility to have lead revision performed. Patient had no adverse events due to the inappropriate shock and therapy. No further information available.